Event description:
It was reported that, "triathlon left knee replacement. The patient was having pain in his left knee approximately 2 years ago and eventually had to take some time off from work because of the pain and stiffness. He has gone back to work as a truck driver and is continuing to have pain and stiffness. This patient would like to know if any of his implants were recalled."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.